Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall 2 weeks ago. She fell on the neurostimulator. She has not used the patient programmer in a while. When she tried to use the patient programmer, she heard a beep but saw no lights. She was going to try a new battery. She was at home in fair condition. Additional information is being requested.

Manufacturer narrative:
(B) (4).